Event description:
Patient arrived to catheterization lab for ep study, all equipment was hooked up appropriately. Once patient was connected to the EKG leads for the ensite/cardiolab system it was noted that the cardiolab system did not have any signals. The ensite system did have signals so all trouble shooting of connections was performed. Biomed was called along with ge technical support and ge clinical support. All troubleshooting was performed unsuccessfully and the EKG signals were unable to be obtained on the cardiolab system. It was suggested that the new cardiolab (received on (B)(6)2024) amplifier box may be malfunctioning and I will follow up with ge to obtain a new box. The case is continuing with the use of the EKG signals from the ensite system. The second case (ep study), was cancelled due to this equipment failure and attempting to reschedule for wednesday, (B)(6). The cardio lab system gets its signals from the st jude system connected to the patient and then brings them into the cardio lab amplifier and then into the cardio lab computer via fiber. The st jude system was displaying signals correctly. We replaced and bypassed just about every cable there is to try and get signals on the cardio lab computer. I brought up a patient sim and ran a fiber straight from the amplifier to the computer and there was nothing. When we upgraded, we kept the old amplifier because I was told in case of an emergency the system was backwards compatible and able to use it. The issue with that is there was no connection from the old amplifier to the new computer because of a board that was missing. I placed a down system call, and we had a ge tech onsite around 245-300 yesterday. He was able to bring and install the board needed to hook up and test the system. He determined that the new amplifier we purchased with the system was defective and needs to be replaced.